Event description:
It was reported that the device was found in back up vvi mode while still in the box.

Manufacturer narrative:
UDI (di): (B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported backup vvi was confirmed in the laboratory and was due to exposure to extreme temperature.